Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Processor board flash testing observed a slow response to user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor board, which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a delayed keypad response. No additional information is available.